Event description:
User facility medwatch report received states: the artery was heavily calcified and nearly totally blocked. The stenosis was crossed with a whisper wire but could not advance a balloon, a 2 mm nc trek. The cardiologist worked with the balloon and eventually the wire sheared and the balloon passed into a side branch. Attempts were make to snare the retained wire without success. Two stents added distally to pin the retained wire against the vessel wall. Additional reported information indicates that the procedure was to treat the distal segment of the 1st diagonal with heavy calcification and heavy tortuosity. The tip of the whisper ms guide wire separated in the patient anatomy. The proximal portion of the guide wire was simply withdrawn from the patient anatomy. The mini trek balloon was successfully used for angioplasty and was removed from the patient anatomy without resistance. It could not be determined if the resistance during advancement and continued advancement of the trek balloon catheter caused or contributed to the separation of the whisper ms guide wire tip. There was no adverse patient sequelae; stable condition and no complications post procedure. There was a delay in the procedure reported but it was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The hi-torque whisper ms guide wire mentioned in is being filed under a separate medwatch report number. (B)(4) - against resistance. User facility mandatory report# (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the instructions for use warns: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.